Manufacturer narrative:
H3: product analysis of (patient interface nim4cpb1) found patient interface received with software rev: 1.7.5 installed. Fault confirmed with stim pcb failure. H6: annex b17, annex c20 and annex g02030 codes are applicable for nim vital console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:nim4cm01; product description: console nim4cm01 nim 4.0; serial number: unknown; UDI: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the console was giving patient interface fault error during software upgrade. Tried changing fuses but didn't help. There was no patient impact.

Manufacturer narrative:
H6: annex d1102 is applicable for nim vital patient interface and annex d20 is applicable for nim vital console. Additional information received "issue was resolved after powering off the patient interface and reseated in the nim vital system" shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and indicated that this issue was resolved. The patient interface was powered off and reseated in the nim vital system.